Manufacturer narrative:
One gas dispensing regulator was returned to the manufacturer for evaluation. Final testing was performed which showed that the regulator functioned properly. No problem was found with the returned sample therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports for this reported event. (B)(4).

Event description:
A director of nurses reported that an ophthalmic gas and gas dispensing regulator valve were both used during a pars plana vitrectomy (ppv), membrane peel (mp) and internal limiting membrane (ilm) procedure. The instilled gas bubble was not successfully retained inside of the patient's eye. Additional information was requested and received. There was no impact to the patient and no additional treatment or intervention was required.

Event description:
Additional information received further clarified that the ophthalmic gas was used at 14% concentration and was manually mixed with sterile, filtered air at a ratio of 8.5cc gas to 51.5% sterile air.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).